Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor stated that the pump was cracked at the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was a crack in the battery compartment. The returned battery cap was able to be fully tightened to the pump and there was no loss of power noted. There was no moisture damage observed inside the battery compartment.